Event description:
The customer complained a broken spike of the drip chamber during insertion of the pall filter the event was detected during set up of the clinimacs tubing set ce. No risk to the patient.